Manufacturer narrative:
The device history record review reveals that no anomalies could be associated with the complaint incident and has been deemed satisfactory. Device was returned to integra and the evaluation verified the complaint as valid. The fault/damage was consistent with none or incorrect utilization of the "torque base". The failure analysis investigation has concluded the cause of the handpiece failure was due to handpiece being over-torqued.

Event description:
A customer reported that the c2602 cusa excel 36khz straight handpiece stopped working during testing. The date of the event was not specified. The malfunction did not result in patient or user injury. Surgery delay was unknown.